Manufacturer narrative:
The insulin pump passed functional testing, but was received stuck in a motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The device had minor scratches on the lcd window, cracked case near display window corners, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer called and reported receiving a motor error alarm on the insulin pump during bolus. The customer's blood glucose level was 250 mg/dl. During troubleshooting, it was stated the insulin pump had not been exposed to a strong magnetic field. The customer was unable to complete the rewind sequence. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.